Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. Abrasion was noted on the longer exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 1. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. A group of partial striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was not a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder 2 exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing was broken halfway down pump to cylinder. The device was removed and replaced.